Event description:
History of chronic anemia for this patient has been previously reported under MFR #: 2916596-2022-15736.

Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) with fatigue, generalized weakness, loss of appetite and shortness of breath. These symptoms started 72 hours before the patient presented to the ed. The patient has a history of non-ischemic cardiomyopathy and chronic anemia requiring packed red blood cell (prbc) transfusion. The patient was admitted overnight for observation. The patient's diuretics were temporarily stopped and the patients renal function improved. The patient felt okay in the morning and veralized they felt safe going home. The patient was not orthostatic at the time and the patient's urinalysis was negative. The patient's hemoglobin and hemocrit were noted to be lower than the patients baseline. The patient was given (prbc) and discharged in stable condition with a surgical aortic valve replacement planned for (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.